Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 03/13/2017 - correction to serial #.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07-mar-2019 with the following findings: a visual inspection of the pump revealed the battery compartment was cracked. The returned battery cap was undamaged and was able to fit securely. There was evidence of moisture in the display. A leak test revealed leaks at the battery compartment. During investigation, the pump failed to power on. The pump¿s cover was removed and moisture damage was found on the printed circuit board. There was no power to pump due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.